Manufacturer narrative:
(B)(4). One unit of manta dilator, sheath and depth locator were returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. No tear was observed on the button valve. The unit was functionally tested for advancement. The dilator was inserted via the sheath and locked for 30s. The bypass tube was attempted to be advanced via the valve. High resistance was observed. A tear of the valve could not be established. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 14f manta device was removed off the guidewire, while the first manta sheath remained in place and a second 14f manta device was opened and deployed successfully. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements as listed in the IFU state the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.

Event description:
It was reported that: bypass tube would not advance into the sheath. It was met with severe resistance. Completed with a new manta closure unit. The original sheath remained in place; a new closure unit was deployed successfully. Additional information on 10mar2023: during a protected pci on 08mar2023 there were no issues advancing or withdrawing the procedural sheaths and there was no buckling or bending of the sheath, but it did meet with severe resistance when attempting to pass the bypass tube into the sheath. It was reported that there was no harm to the patient, and they were fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: bypass tube would not advance into the sheath. It was met with severe resistance. Completed with a new manta closure unit. The original sheath remained in place; a new closure unit was deployed successfully. Additional information on 10mar2023: during a protected pci on (B)(6) 2023 there were no issues advancing or withdrawing the procedural sheaths and there was no buckling or bending of the sheath, but it did meet with severe resistance when attempting to pass the bypass tube into the sheath. It was reported that there was no harm to the patient, and they were fine post the procedure.